Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. This review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that this atrial lead was successfully implanted. After defibrillation threshold testing was performed, this atrial lead dislodged. The pocket was reopened and this lead was successfully repositioned. Post pocket closure, measurements were acceptable and fluoroscopy revealed this lead was in an appropriate position. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.